Manufacturer narrative:
Inspected one opened/used partial enlite sensor and found sensor cannula bent inside sensor, unable to confirm if customer received sensor in said condition due to customer returned opened/used. No broken parts were observed during analysis. Unable to confirm needle complaint due to customer not returning needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's sensor needle broke when the customer tried to connect the sensor with the serter. It is reported that the sensor is being returned for analysis. No further information provided.